Manufacturer narrative:
Investigation summary bd has been provided with a sample for catalog 300928 lot 1909202 to investigate for this record. Physical examination of the sample showed the high sliding force to glide the plunger rod was apparent. As a result, bd was able to verify the reported issue. The reported functionality defect is produced by improper injection in the barrel filling phase. It could occur cause if there is a particle inside the mold that produces stripes in the internal wall of the barrel. In extreme cases, that issue could produce functionality problems during the use of the syringe. Bd can state that the syringes reported meet the product specs and recommended values in the product standards. Either the medication/drug used by the customer or a special method of use (high temperatures, pressures, several uses, etc.) Could affect the sliding properties of the syringes. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that bd discardit¿ ii 2 ml syringe plunger was damaged and difficult to move. The following information was provided by the initial reporter: 1) the plungers are clamped in the middle. 2) the upper parts, with which you can raise the plunger, look like they had melted. This issue has been discovered by the seller and considered as completely useless.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii 2 ml syringe plunger was damaged and difficult to move. The following information was provided by the initial reporter: 1) the plungers are clamped in the middle. 2) the upper parts, with which you can raise the plunger, look like they had melted. This issue has been discovered by the seller and considered as completely useless.